Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for the material rupture as no objective evidence has been provided to confirm any alleged deficiency with the pta balloon. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 425-2512x pta dilatation catheter allegedly experienced material rupture. This information was received from one source. The device was used in the patient. Patient age, weight, and gender were not provided.